Event description:
It was reported that this pacemaker recorded an alert triggered due to high impedance battery condition. The device also exhibited pacing impedance out of range in both the right atrial (ra) lead and right ventricular (rv) lead. Technical services (ts) was consulted and suspectes a spring contact issue on both leads. The device remains in service. No adverse patient effects were reported.